Event description:
The peritoneal dialysis (pd) pt's contact stated that he saw air bubbles in the multiple tubing segment of the liberty cycler during pd treatment. The pt's contact stated that the pt was recovering from open heart surgery. The pt was disconnected and treatment was canceled. The pt completed therapy using his alternate method. The pt's contact was encouraged to contact the pd nurse regarding the event.

Manufacturer narrative:
The pd pt's med records were obtained. The hosp discharge summary indicated the open heart surgery was for valvular heart disease with atrial mass. The actual device was not returned to the MFR for physical evaluation. A product investigation was performed. A batch record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.